Event description:
One patient sample with discrepant results for bun and creatinine. Initial bun gave 17 mg/dl, and creatinine gave 1.77 mg/dl; repeat gave bun of 6 mg/dl and creatinine of 0.62 mg/dl. Erroneous results were reported. Patient not adversely affected. The field service representative found the gear pump pressure was low and the rinse mechanism was not filling the cells properly, and made adjustments to the gear pump and rinse mechanism. Performance test were performed.